Manufacturer narrative:
Patient's exact age is unknown, however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. It was reported the device was not used past its expiry. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima¿ plus biliary stent was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2018. According to the complainant, during the procedure, the physician attempted to place flexima¿ plus biliary stent. It was observed that the guide catheter became stretched when it was retracted to release the stent. It was pulled together with the hydrajagwire, however the stent was unable to be released and the guide catheter broke. It was reported that there were no broken parts detached inside the patient. The procedure was completed with another flexima¿ plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual evaluation was performed and found the push catheter was kinked in several locations and the guide catheter was broken , stretched, kinked and accordioned. There were no issues noted with the returned stent. Based on the product analysis, it is likely that operational/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. Customer use/manipulation/maneuvering could have caused the damages found in the push and guide catheter. Once the integrity of the push catheter and guide catheter have been affected probably due to excessive force applied during its use, it will be very difficult/unable to retract the guide catheter the causing difficulties to deploy the stent. Therefore, taking into consideration all these factors and the condition of the returned device, the most probable cause is operational context.

Event description:
It was reported to boston scientific corporation that a flexima¿ plus biliary stent was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure in the bile duct performed on (B)(6) 2018. According to the complainant, during the procedure, the physician attempted to place flexima¿ plus biliary stent. It was observed that the guide catheter became stretched when it was retracted to release the stent. It was pulled together with the hydrajagwire, however the stent was unable to be released and the guide catheter broke. It was reported that there were no broken parts detached inside the patient. The procedure was completed with another flexima¿ plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."